Manufacturer narrative:
Investigation: DHR review was not performed since the lot number associated with this account was unknown. Received one q-syte assembly with no packaging material along with a miscellaneous ext. Set connected to a 50ml syringe. Visual/microscopic examination: damage (tear) was observed on the slit of the top septum disk. Damage (tear) was observed on the column wall. Damage (tear) was observed on the slit of the bottom septum disk (dissected after water-leak test). Water leak test (mm-110): attached the iso standard luer from the water leak test to the end the q-syte unit and performed the test: no leakage was observed on the unactuated position. Leakage was observed on the actuated position, the unit leaked through the column tear and out the vent hole. Note: photos received revealed the unit received condition but did not portray additional evidence. A definite source that caused damage to the top slit and the column tear (which could have contributed to the leakage) could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations.

Event description:
It was reported that there was leakage from the septum with a bd q-syte¿ closed luer access port - bns. The following information was provided by the initial reporter, translated from japanese to english: gave noradrenaline 1ml/h by syringe pump, leakage occurred from the septum.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage from the septum with a bd q-syte¿ closed luer access port - bns. The following information was provided by the initial reporter, translated from (B)(6) to english: gave noradrenaline 1ml/h by syringe pump, leakage occurred from the septum.